Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker was explanted due to patient's infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Device analysis determined that the device met specification and did not confirm the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker was explanted due to patient's infection. No additional adverse patient effects were reported. Device analysis determined that the device met specification and did not confirm the reported clinical observations.